Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Reportedly, the customer was prefilling the cartridge and failed to properly cycle the cartridge. Tandem clinical support educated the customer to fill the cartridge at supply change and to properly cycle the cartridge before use. Customer changed pump supplies to address the issue. There was no adverse impact to customer¿s blood glucose level.